Event description:
Caller reported a cartridge alarm 30 issue with the pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, the caller was instructed to use multiple daily injections as backup therapy while a replacement pump was sent. The caller was also guided on how to return the problematic pump to tandem.